Event description:
An angio-seal device was successfully deployed. The pt returned with symptoms of pain and claudication when walking. An ultrasound was performed, which ruled out a pseudoaneurysm. The ultrasound did reveal an echogenic structure fluttering in the artery which was not flow restricting. The pt was referred to a vascular surgeon for a surgical consultation.